Event description:
It was reported that the pt underwent total elbow replacement in 2003. Surgeon had difficulty linking the pins. About nine weeks later, the pt's elbow was revised due to loosening. At removal, a small amount of metallosis was found around the linkage.